Manufacturer narrative:
Medical record review: bacteremia is the presence of bacteria in the bloodstream. The medical records do not reveal the source of patient¿s bacteremia. Medical records do not diagnose patient with peritonitis and the patient¿s peritoneal dialysis fluid culture revealed no growth after 2 days. There was no documentation in the medical record that indicates the patient¿s bacteremia was related to the patient¿s peritoneal dialysis. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s bacteremia. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The load cell value and verification were within tolerance. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The simulated treatment was performed and completed without any failures or problems. No fluid leaks in the test cassette during the test treatment. There were no discrepancies encountered in the internal inspection of the cycler. The cycler performed as designed during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received and reviewed and found the following. Patient is a (B)(6) male who presented to the emergency department on (B)(6) 2015 complaining of abdominal pain and fevers. The patient stated that the fevers started the previous night and reported temperatures up to 101 degrees in addition to some nausea, lightheadedness and orthostatis. Patient denied emesis or syncope. Patient was found to have a heart rate greater than 90 and fever but no leukocytosis or acidosis. The patient's nephrologist was consulted. Patient was started on vancomycin and gentamycin until blood and peritoneal fluid cultures were negative. The patient was admitted into the hospital. The patient was diagnosed with sepsis secondary to klebsiella bacteremia. Patient was discharged home on (B)(6) 2015 on 21 days of ciprofloxacin.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation. This is one event (sepsis) of three events reported for the same patient involving three separate incidents.

Event description:
Patient medical records indicate that the patient was admitted to the hospital from (B)(6) 2015 for sepsis secondary to klebsiella bacteremia and discharged home on 21 days of ciprofloxacin.